Event description:
During a preventative maintenance, it was observed that some thumb nuts were missing or loose. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.